Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idlers. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s myomectomy procedure, while the surgeon was applying sutures using two large needle driver instruments, both of the instruments broke simultaneously. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Medwatch report 2955842-2012-00596 was submitted concerning the second large needle driver instrument.